Event description:
It was reported that the patient underwent a coronary artery bypass graft procedure on (B)(6) 2024 and suture was used. During the surgery, the cardiovascular surgeon encountered the suture snapping. There was no patient consequence. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * please confirm if the suture breakage occur during use on the patient (intra-op) or after use on the patient (post-op). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: corrected: d4: primary UDI number. Additional h6: component code: g07002 no device problem found. Additional h6: component code c22 - photo analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Investigation summary: the product was returned to ethicon for evaluation. One detached needle and one needle-suture piece outside its packaging that pertain to product code mic134g, lot: tjbjrs were received for analysis. The product code is double-armed. Additionally, a photo was provided, and it showed a labeled winding former and one suture. During visual inspection of the needle-suture piece, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined, and the extreme of the suture was noted to be cut probably caused by a surgical instrument. In addition, damaged and body fluids were noted along the strand. The condition of the samples received indicates improper handling of the device and no functional test was performed. The other section of the suture was not returned for analysis. The detached needle was inspected, and the swage and attachment area were noted as expected. The barrel hole of the needle was examined under magnification, and no suture remnant was found. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint (B)(4) corrected information: b4. Lot, b4. Catalog, b4. Expiration date, h4 additional information provided: the complaint device code is 8702. The previous code was wrongly input. Please help to change the product code from 8720zh to 8702 (batch: tjbjrs). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. 1. Please confirm if the suture breakage occur during use on the patient (intra-op) or after use on the patient (post-op). Ans: intra-op 2. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) ans: this is as per the complaint . 3. Please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. Ans: product will be shipped by 28 jun 2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.